Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-48691 additional information received indicates that the patient underwent surgical intervention on 16 november 2020 during which the ipg was repositioned. During the procedure, it was noted that the patient's lead was twisted. It was suspected that the patient may have been flipping the ipg in the pocket, causing the issue. As a result, the physician cut one of the lead wires, and plugged the port up as well.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur later to address the issue.